Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up and down arrow buttons were making "clicking" noises when the buttons were pressed. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: during investigation, the original complaint of the ¿clicking sounds¿ when pressing the ¿up¿ and ¿down¿ keys was unable to be duplicated. The keys had a normal audible sound when pressed.